Manufacturer narrative:
Device evaluation summary: one cadd legacy 6400 pump was returned for analysis in used condition. Visual inspection of the pump found the pump's lens scratched. The review of device history log identified 24 no disposable alarms. Functional testing included simulated use testing. During testing, it was found that the pump alarmed double beep on power up without a disposable attached. The customer stated issue was able to be duplicated. The problem source was identified as downstream occlusion sensor.

Event description:
Information was received indicating that smiths medical cadd-legacy pump gave emitted "double beep". It was also stated that it is unknown if the reported event occurred with a patient. No adverse effects reported.